Manufacturer narrative:
The clip was not returned to the service center for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The service center was informed that during a therapeutic colonoscopy procedure, pieces from two clips broke off. The user was attempting to place the first clip at apc site in patient¿s colon. This clip did not deploy correctly as the nurse attempting to close the clip and no click was heard. The clip would not close and it was removed. A second clip was attempted, the same issue occurred no click and the spring was visualized. The physician was unable to flush or get the scope to work properly at the this point something is stuck in the channel. The second clip was also removed from use. No other equipment was replaced during procedure. The same scope was used to complete the intended procedure. There was no patient injury reported. This is 1 of 2 reports.

Manufacturer narrative:
This supplemental report is being submitted to report additional information from the original equipment manufacturer (OEM). Please see the updates in sections: g4, g7, h2 and h10. The OEM reported that a countermeasure was implemented to the middle of lot 99k and after. Olympus implements stricter factory management standard of hx-202 clip arm. 1. 100% inspection of manufacturing process. 2. Modification of the size variance of hook.